Manufacturer narrative:
B3: event date is not known. Please see b5 for approximate date range, if applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the button was falling inside the box and keeps separating. The patient stated that this all started like 3 months ago. Later in the call agent asked for date and patient (pt) stated a month ago. Agent put unknown as this was not definitely confirmed. The patient also stated that they gets a few volts once a month and thought they had to meet with the person and show them so met with them last week and they said no they could just hold. Agent asked who the person was and patient states they doesn't know. The patient then said the button was a slow progression and had to keep pushing it together and when they was getting the error message the button thing just happened a couple weeks ago. The pt was not aware on what messages they sees. The issue was not resolved through troubleshooting. An email was sent to the repair department to replace the controller.